Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette exhibited a leakage from the tip connector and the base of the tube during priming. There was no patient involvement, no injury was reported.

Manufacturer narrative:
D1, d3: updated. H3 and h6 codes: updated. One sample was returned for evaluation. A review of the lot history revealed no nonconformities that could have contributed to the reported complaint. Visual inspection showed no physical damage or other anomalies. Functional testing identified a leak at the tube connector junction during ramp-up. The reported complaint of leakage was confirmed, with the failure mode traced to leakage at the nrfit tube bond.